Manufacturer narrative:
Per the clinic, the skin revision was performed (date not reported) under mac anaesthetic. The recipient's infection was treated with oral and topical antibiotics (specific date and duration not reported) this report is submitted on november 24,2021.

Manufacturer narrative:
This report is submitted on nov 2, 2021.

Event description:
Per the clinic, the patient experienced an infection at the abutment site. A skin revision was performed (date unknown). Further information is being sought from the clinic.